Event description:
It was reported prior to use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg an unspecified number of tubes had gel air bubbles and/or foreign matter(fm). There was no health impact or consequences reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Therefore, 100 retention samples from bd inventory were visually inspected and 2 tubes contained a gel air bubble. No tubes contained foreign matter(fm). Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel air bubbles. It has not been confirmed for fm. Bd was not able to identify an exact root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg an unspecified number of tubes had gel air bubbles and/or foreign matter(fm). There was no health impact or consequences reported.